Manufacturer narrative:
5/14/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a colostomy procedure. Reportedly, the suture broke. The hosp reported that no pt injury had occurred.